Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(6). (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen (concentration unknown; dose 230 mcg/day) via an implantable pump. On (B)(6) 2015 the patient's mother reported that her son had a pump and lived in (B)(6). The patient was in the (B)(6) last week and also two weeks ago for medical appointments. On (B)(6) 2015 a dye study was done and everything was okay. After the dye study, "something went wrong with the bolus that they have to put in the pump to get it to work." The patient experienced an overdose. The reporter was wondering why it happened. Per the reporter, "it was made with a calculation that should be programmed for study" and per the reporter, the hcp (healthcare professional) didn't really know what could have happened because the hcp told her that it had never happened to him when doing these tests, so they didn't have an answer for her. She wanted answers to avoid or prevent it from happening in the future. There was nothing out of the ordinary or strange from the catheter study. They had done the catheter dye study because they took an x-ray and it appeared that the top of the catheter was cut somewhere. Per the reporter, "they lost the dose they had with the patient at 430 mcg/day and after overdose patient is at 230 mcg/day"; the concentration was the same. The dose was lowered because of the overdose; they felt it was safer and didn't want to increase the dose of the pump too fast. The hcp wanted to wait and increase the medication 20% per week. They were now back in (B)(6) and the situation was resolved. Per the patient's mother, the patient was "okay now, but was really dangerous when it occurred." The patient was (B)(6) and they had the pump put in for the patient's improvement and were doing everything they could to help him improved, but the overdose didn't help him. Additional information was received from an hcp on 08/18/2015. The hcp reported that the device serial numbers were unknown. The diagnostics performed related to the overdose were noted as "0.5 mg up to 2.0 mg, received 4 doses of physostigmine" and the pump was put back to baseline. The cause of the overdose was not determined. Per the hcp, it was likely due to dose changes in combination with the dye study. Also per the hcp, as of (B)(6) 2015, the pump was delivering gablofen (2000 mcg) 192 mcg/day; the patient took diazepam orally; the indication for use was spastic diplegia; and the patient's medical history included x-linked proteolipid protein/gene disorder.